Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: post procedure. The following event was noted through a periodic article review. A study was conducted on 48 consecutive carotid artery stents implanted. Reportedly, one pt died from a myocardial infarction on postoperative day 10. The article lists the xact stent along with two competitor stents used for the carotid procedures. The article does not correlate the pt outcome to a specific stent/MFR.

Manufacturer narrative:
This report involved a study noted in an article. The device was not available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: adrian james ling, mbbs, et al; "stenting for carotid artery stenosis: fractures, proposed etiology and the need for surveillance" journal of vascular surgery, 2008;47:1220-1226.